Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd phaseal optima injector (n40-o), the device experienced the injector loose or having separated from the mating component. The following information was provided by the initial reporter. The customer stated: it was reported pop off occurred between the n40 locking injector and the connector 1 pop off occurred between the n40 locking injector and the connector. This pop off happened around 25 minutes into the infusion.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported when using the bd phaseal optima injector (n40-o), the device experienced the injector loose or having separated from the mating component. The following information was provided by the initial reporter. The customer stated: it was reported pop off occurred between the n40 locking injector and the connector 1 pop off occurred between the n40 locking injector and the connector. This pop off happened around 25 minutes into the infusion.